Event description:
Pt's face prepared with hibiclens and water. Sponges almost dry before prep. Ground pad to right thigh intact. Bovie connected and turned on, set to 30 coag 60 cut pure spray/saft bottom on spray. Did not have time to change before surgeon handed off first specimen. Turned back to or table to fill out label for specimen, next thing rptr knew they were throwing off the drapes and calling for ice water and silvadene cleaner. Rptr went to get ice water and other circulator came into room. Ice/sterile water, raytec to face then silvadene cleaner applied. Pt intubated as precaution and sent to hosp.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service, other. The device was not destroyed/disposed of.